Event description:
A total knee revision was performed after traumatic injury caused the tibia to loosen.

Manufacturer narrative:
Devices were not returned to MFR for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.